Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery that was 40% stenosed. During advancement of the 3.25x12 mm nc trek balloon catheter for the second time in the guiding catheter, the proximal shaft separated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product deficiency.